Event description:
It was reported that while using bd vacutainer® push button blood collection set there was a damaged or open unit package/ seal where sterility is compromised. The following information was provided by the initial reporter: there is uncertainty about safety in terms of sterilization and its application.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for evalution? Yes d.10 returned to manufacturer on: 21-sep-2023 h.6. Investigation summary: bd received 48 samples and 1 photo for investigation. The photo and samples were reviewed and the customer¿s indicated failure mode for deformed packaging was observed. Additionally, 1 shelf pack of 50 retention samples from bd inventory was evaluated by visual examination and the issues of deformed packaging was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed packaging. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® push button blood collection set there was a damaged or open unit package/ seal where sterility is compromised. The following information was provided by the initial reporter: there is uncertainty about safety in terms of sterilization and its application.